Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The implant date was updated to (B)(6) 2012. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated potential actions/interventions to resolve the issue were still being discussed by the families with the doctors.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389-40, lot# 0205776267, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the improvement of the postoperative symptoms were not obvious, so the patient went to the hospital for a check, and they found the resistance of the right side lead. It was still being discussed what specific treatment plans should happen. The cause of the issue was unknown. The patient was in good condition. No further complications were reported as a result of this event.